Manufacturer narrative:
No trend by product or reason code was identified. A correct manufacturers lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further device history record investigation can be performed at this time. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
The string broke [device breakage]. The tampon was stuck inside me with no way of removing it [foreign body in reproductive tract]. Worry of infection and the payment of a copay [anxiety]. Case narrative: on (B)(6) 2021, a spontaneous report was received from a consumer regarding a (B)(6) female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unreported date, the consumer started use of playtex sport plastic, unscented. At approximately 12:30 pm on (B)(6) 2021, after inserting the product at 7:40 am, the consumer went to the restroom planning to remove the tampon and insert a new one. When she pulled the string to remove the tampon, the string broke off. The tampon was stuck inside her with no way of removing it. She left work early to try to remove it, but she had no luck. On (B)(6) 2021, the patient was seen by her obgyn (obstetrician-gynecologist), and the tampon was removed with a speculum and "some sort of tool." The consumer felt worry about infection and the payment of a copay. As of (B)(6) 2021, the status of product use was withdrawn, and the consumer was hesitant to use tampons moving forward. The status of worry about infection and the payment of copays was not reported. No additional information was provided.

Event description:
The string broke [device breakage]. The tampon was stuck inside me with no way of removing it [foreign body in reproductive tract]. Worry of infection and the payment of a copay [anxiety]. Case narrative: on 23-dec-2021, a spontaneous report was received from a consumer regarding a (B)(6) female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unreported date, the consumer started use of playtex sport plastic, unscented. At approximately 12:30 pm on (B)(6) 2021, after inserting the product at 7:40 am, the consumer went to the restroom planning to remove the tampon and insert a new one. When she pulled the string to remove the tampon, the string broke off. The tampon was stuck inside her with no way of removing it. She left work early to try to remove it, but she had no luck. On (B)(6) 2021, the patient was seen by her obgyn (obstetrician-gynecologist), and the tampon was removed with a speculum and "some sort of tool." The consumer felt worry about infection and the payment of a copay. As of 23-dec-2021, the status of product use was withdrawn, and the consumer was hesitant to use tampons moving forward. The status of worry about infection and the payment of copays was not reported. No additional information was provided.

Manufacturer narrative:
No trend by product or reason code was identified. A correct manufacturers lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further device history record investigation can be performed at this time. The investigation revealed no issues requiring corrective action with the product manufactured.